Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician verified that the unit had a damaged keypad and the display went blank. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reported that the unit has a damaged touch screen. Upon evaluation on (B)(6) 2017 the service technician found that the unit's screen went blank.